Manufacturer narrative:
The customer declined service, hence no service was dispatched for this event. A definitive root cause has not been determined for this event to date. - attachment: [patient results(MDR#2050012-2011-02363).pdf].

Event description:
The customer reported that on (B)(4) 2011 erroneous, high sodium (na) potassium (k), chloride (cl), carbon dioxide (co2) and calcium (calc) results were generated on the synchron lx20 pro system for one patient sample. The customer indicated that this was a recurring issue, however, specifics in regards to previous events were not supplied. The suspect result possessed a -13 anion gap, was flagged as critical, and was automatically repeated. The repeat results, generated on another instrument, were regarded as valid and were reported out of the laboratory. The suspect results were not released from the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. The sample was a serum sample. Quality control (qc) results for na, k, cl, co2 and calc during the timeframe of the event were within lab-established specifications.